Manufacturer narrative:
H3: one cadd solis vip pump was received with no damage found. The event history log was reviewed and there was no evidence of the reported issue. A functional check was performed and the reported issue was able to be duplicated. The device was found to be alarming error code 46510 with a red screen during power up. The error code 46510 indicates a problem with ui_error_irq_abort issue. It was determined that the microprocessor board was inoperable and the cause of the issue. Therefore, the microprocessor board will be replaced to resolve the issue.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd solis vip pump, the pump exhibited ec 46510. No patient involvement reported.